Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs along with low battery messages. The device passed full functional testing using the returned battery and test battery without duplicating a malfunction to the device. The battery connection assembly was observed to have wear on the connection terminals and was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2021-00638 for a similar report from the same customer.